Manufacturer narrative:
The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the laser portion of the laser assisted cataract surgery was completed without issue but in the operating room a large gas bubble was noted behind the lens. When the surgeon hydro dissected, the lens jumped out of the bag. Once the surgeon completed a portion of the phacoemulsification, a supero nasal anterior capsular tear was noted. There was no vitreous loss and the planned intraocular lens was implanted in the capsular bag. The surgeon feels the patient will be fine as the planned intraocular lens was implanted. It is unknown the cause of the tear. Additional information received states the nucleus lunged forward and contributed to the reported event. The patient is doing well postoperatively.